Event description:
It was reported that during a da vinci surgical procedure, dull scissors were identified on the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an instrument performance test for latex cut test and the scissors did not cut cleanly through 0.006 latex. The latex got snagged at the scissor tips. The blade edges were undamaged; however, the edges exhibited wear at the tips negatively affecting cut performance. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.036 - 0.216 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.